Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, when drilling the drill skidded and hit the rod, instead of going through the whole proximal part of the rod.